Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: deflation. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a 52-year-old hispanic female patient underwent a breast augmentation revision with a 375cc mentor smooth round spectrum saline breast prosthesis and experienced a deflation on the left side post-operatively. As a result, the patient underwent explantation on (B)(6) 2022.

Manufacturer narrative:
On september 22, 2022, mentor received additional information regarding the patient's diagnosis. It was reported that the patient also had capsular contracture (baker grade unknown) on the left side. Section h6-health effect - clinical code has been coded with capsular contracture. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On august 17, 2022, mentor received additional information reporting that the impacted device has not been explanted. Section b2 and h6 has been updated to reflect this information. On august 18, 2022, mentor received additional information regarding the patient's name. The patient's identifier has been updated to (B)(6). Section a1 and e1 have been updated to reflect this new information. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Reason for device explant and/or reoperation: no information regarding explantation or an expected explantation date has been received. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On september 07, 2022, the mentor failure analysis lab has received the device for evaluation. Mentor received additional information stating that the device date of explantation was (B)(6) 2022. Section d6b. Has been updated to reflect this new information. Reason for device explant and/or reoperation: deflation. On september 11, 2022, the evaluation for the device was completed. Device evaluation summary: visual analysis of the returned sample revealed that the spec smooth rnd 375cc breast implant had a crease/fold on the anterior view. Leak testing was performed, according to the mentor procedure, and it identified a tear within the crease/fold measuring approximately 0.5 cm. The evaluation determined that the cause of the rupture is consistent with normal wear. Deflation can occur at any time after implantation, but it is more likely to occur the longer the implant is implanted. Creating wrinkles or folds should be avoided during implantation or other procedures as it can result in deflation at a later time. Breast implants may also simply wear out over time. It should be noted that as part of the mentor¿s quality process all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post-market surveillance. Manufacturer¿s reference number: (B)(4).